Event description:
Agfa is submitting this MDR on june 16, 2014. Agfa's awareness date is (B)(4) 2014 for this event. Agfa submitted an initial MDR report # 1225058-2012-00003 to the FDA on march 13, 2012 describing this issue. This is the 25th occurrence being reported for the same issue/same device: impax cv dicomstore with media purge daemon/cardio purge service. Note: media purge daemon (mpd) is an older agfa product used to purge the images stored on the primary memory cache once they have been archived to a long term archive and the amount of data stored on-line reaches a predefined amount. Mpd allows the system to continuously receive the recently acquired images from third parties modality's. This tool was discontinued and replaced by cardio purge service (cps) in (B)(6) 2008. A reportable correction is underway for this issue which had been reported to the FDA on august 8, 2012. (B)(4). Agfa sent urgent safety notices to affected consignees for this issue described in FDA reference # is z-2252-2012 on august 9, 2012. The letter informed the consignees that agfa would review the configuration of impax cv dicomstore at all affected sites to determine if such misconfiguration existed. As part of this recall, agfa would notify each customer prior to a review of their system so scheduling could be arranged in order for the review to be performed at a site would have minimal to no downtime. Based on the review findings, agfa would provide corrections where required. The letter also informed customers to contact agfa if they had any questions related to the communication letter. The customer in this medical device report, in response to the letter, called agfa on (B)(6) 2012, and inquired about the letter. The customer was satisfied with agfa's response and approved closure of the call. On (B)(6) 2012, the customer called again and questioned if their site was affected or when would the issue be fixed. A service request was created to provide an answer to a question related to the urgent field safety notice, "when will this be safe to use, or be fixed". This call was inadvertently overlooked and no response was provided to the customer's question at that time. On (B)(4) 2014, agfa identified this case to be open and no response documented back to the customer. After receiving another service request question from the site, agfa re-evaluated the customer's call and upon further site investigation on (B)(4) 2014, agfa became aware of misconfiguration at this site and corrected the misconfiguration the same day. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. No harm to patients has been reported for this event.